Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light, indicating a charger failure. The root cause for the defective charger is unable to be positively identified. No adverse event resulted from the damaged battery charger.

Event description:
During a review of service data, a reportable malfunction was found. Charger sn 09000704 was unable to charge battery packs.